Event description:
It was reported that a patient underwent a spinal fusion procedure with hardware implantation. At an unknown time post-operatively, a rod was discovered to be broken. A revision surgery was done to remove the broken rod. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the rod that could be responsible of the event. The rod is broken due to overload applied on the spinal construct. The origin of the overload may be attributed to pseudarthrosis with the patient overweight (B)(6) as a risk factor in addition to the lack of anterior support. The mas is also broken due to overload applied on the spinal construct.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.